Manufacturer narrative:
Mar. 01, 2016 04:43 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield metal plates separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.